Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets, and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this this patient was informed that this implantable device is included in an advisory population and explant should be performed. Approximately two months later, an alert was generated that the device was operating in safety mode. The device was explanted and replaced without further incident. The patient was discharged with a home monitor. The explanted device will be returned for product investigation. No adverse patient effects were reported.

Event description:
It was reported that this patient was informed that this implantable device is included in an advisory population and explant should be performed. Approximately two months later, an alert was generated that the device was operating in safety mode. The device was explanted and replaced without further incident. The patient was discharged with a home monitor. The explanted device will be returned for product investigation. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.